Event description:
Customer reported an incident at the hosp where pt had received "burns on the knees" after treatment with a biliblanket. The incident occurred approx. One week prior to the date of the report, in 2004. The customer stated that it was questionable if this was an actual burn or a pressure ulcer. The pt was examined the day after the incident and the skin area had healed. Tegaderm may have been applied to the skin. Customer confirms that their was no injury to the pt.